Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physicians's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient gained weight and unable to charge the ipg. The patient will undergo ipg replacement.

Event description:
A report was received that the patient gained weight and unable to charge the ipg. The patient will undergo ipg replacement.